Event description:
It was reported that the screw broke in the implant and the implant had to be removed. Tooth site #13. The site was grafted with allograft prior to original implant placement.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Catalog number and lot number are not provided / unknown.

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned and the reported event was confirmed following inspection and evaluation. Based on the evaluation, the device malfunction was confirmed. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review could not be completed since the lot number was unknown. Complaint history review could not be performed the item/lot numbers were not available. The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.